Manufacturer narrative:
Corrections to section h6 codes (component code, device code, type of investigation, investigation findings, investigation conclusion). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03529. The delivery system was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of images of patient's anatomy shows the following: calcifications present along patient's femoral arteries and aneurysm visible. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed. As the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per additional follow-up: there was a lot of resistance as the md pushed the valve through sheath prior to the devices exiting the mid portion of split sheath and ruptured balloon was the perceived root cause of delivery system not inflating. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, as balloon was ruptured, the altered balloon profile was more susceptible to catch on the distal end of sheath tip upon removing, which led to the retrieval difficulties. Additionally, it is possible that a non-coaxial retrieval of the delivery system and valve into sheath may have occurred due to patient anatomical factors (i.e. Calcification, aneurysm). It is likely excessive manipulation may have applied to withdraw altered balloon profile and crimped valve and subsequently interfered with the system due to calcified vessels, leading to ''right common iliac transected and tore''. As such, available information suggests that procedural factors (device manipulation, valve interacts with balloon) may have contributed to the balloon leak and patient factors (calcification, aneurysm) and/or procedural factors (excessive device manipulation, non-coaxial retrieval, altered balloon profile) may have contributed to the withdrawal difficulties. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system and valve exited the mid portion of the spit 14fr esheath+ in dao aneurysm. The operator was unable to advance or withdraw the delivery system and valve, so the operator used a 12mm to split the remaining portion of the esheath+, then advanced the valve and delivery system. After the operator mounted, and crossed the valve, the balloon would not inflate. The valve and delivery system was pulled back into esheath+. When the operator removed the esheath and valve as a unit, the right common iliac transected and tore. A coda balloon was placed, but the patient expired. Per report, the patient had severely calcified vessels, so shockwave was performed on the right common iliac prior to insertion of the 14fr esheath+.